Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6. Reported event was confirmed by review of medical records received. Review of the available records identified diagnoses indicated luxation of the left glenosophere. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref ti-115320, lot 214900, titanium glenosphere. Ref 118001, lot 225630, taper adaptor. Ref xl-115366, lot 157810, humeral bearing. Ref 115340, lot 259660, humeral tray. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00715.

Event description:
It was reported patient underwent a revision reverse total shoulder arthroplasty. Subsequently, the patient underwent a second revision approximately one year post revision due to subluxation. The stem and baseplate remained intact while the tray, bearing, and glenosphere were replaced.